Manufacturer narrative:
Technician found that the head of the bed would not raise up. Replaced head up valve to resolve this issue.

Event description:
Complaint alleged that the head of the bed would not raise.